Event description:
It was reported that following an ablation procedure, the patient experienced hemorrhaging into the tumor bed, headaches, and lethargy. The patient had a platelet transfusion. The event was considered ongoing. If additional information is received, a follow up report will be submitted.